Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's previously administered products included for birth control: yaz pill from 1990 to 1999. Concurrent conditions included gallbladder removal since 2014 and headache. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010, morphine since 2012, oxycodone since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine, migraines / headaches") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and uterine malposition ("retroverted uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, weight increased, uterine malposition and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, uterine malposition and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2004 & (B)(6) 2004. Date of additional surgeries: (B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: event back pain, event onset date, historical drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.